Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "the hamilton-c6 displayed lower oxygen (o2) during therapy with setting of higher o2 concentration, also depending on needed minute ventilation (mv)." However, the customer clarified, it did not occured during therapy of patient. But occured during testing/calibration. Therefore, there was no patient involvement.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: hamilton medical ag received the log files of the device and analyzed. According to the analysis, while testing the device failure information "low oxygen" were recorded in the logs which indicate blower failure. If the issue occurs during ventilation of a patient, since blower is not functioning, no proper ventilation could be provided to the patient, therefore therapy would be affected and a potential deterioration in the patient's state of health cannot be excluded. Therefore, the event is considered as reportable. The partner service engineer did the troubleshooting on site. The root cause of the problem was identified as a defective blower module. The blower module was replaced. The device is back in service.